Event description:
It was reported that the patient¿s ilet cartridge was leaking, including after the caregiver replaced it with a newly filled cartridge, until a full supply change was completed with assistance, after which no leakage was observed. Customer care provided assistance with a full supply change. Investigation of this case revealed that the leak resolved after replacement of consumables and completion of a guided supply change. No symptoms reported during the event. Outcomes included no functional limitation and no need for medical intervention or hospitalization. It was concluded that the event was consistent with use-related or setup-related factors, with device function acceptable after corrective actions.